Event description:
It was reported via repair work order that the nurse call cable was not functional as it was disconnected from the bed connector. It was also reported that the footend brakes were not holding due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.